Event description:
It was reported that low sensing was observed. The pace/sense portion of the lead was capped and replaced. The defib portion remains active. The patient condition was good following the event.